Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in the good visual condition with staples present and partially formed. The breakaway washer was present, uncut and indented. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to open or close. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to work as intended. The damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information: when was the safety removed prior to firing? Don't remember. Was he cut line fully circumferential around the target tissue? Yes. Was the breakaway washer completely cut through? No. Washer was not cut through. Was there any difference in the way the device fired? Don't know. How many counter-clockwise revolutions were used to open the device? Don't remember. Exact number, but as many as he could do. Who fired the device? A fellow, who transferred from a public clinic. Has the person firing been trained on how to use the ees circular device? The chief surgeon claimed that he trained the fellow how to fire. However, there is no record of him on ees training program. Has the o.r. Staff been trained in preparing the ees circular device? Yes. However, it was about 7 months ago and only once. Was there a recent conversion to ees devices in this account or with this surgeon? Yes, dr. (B)(6) is the first cdh user in this account and converted from autosuture's about 7 months ago. A photograph was returned for review. The photographic evidence shows a potential cause for the complication was an interaction of excessive tissue unevenly distributed circumferentially along with an incomplete firing stroke. Therefore, indicating user related.

Event description:
It was reported that during a subtotal gastrectomy procedure this product was used to make gastro-duodenostomy. The stomach and duodenum was cut with scissors and unassembled the anvil and the h body with force. The surgeon had to hand sew the duodenum end, and then made gastro-jejunostomy with eea device. The tissue was cut, but no stapled. Staples were stuck in the body of the device. Each staple was spread like a "pin". -there was no buttress material, other staple nor suture on it. The surgeon doesn't remember hearing 'clicking sound'. The stomach size was 2cm, smaller than the plan. The patient condition was stable. The fellow said, there was no post operative change since the procedure was finished successfully. Patient went home back and the patient has not come to see him yet.

Manufacturer narrative:
(B)(4). Additional information: attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.